Event description:
Alleged the head section dropped with a patient in the bed in ICU. According to the facility the patient was not injured as a result of this incident.

Manufacturer narrative:
The technician found the head straps on the bearing housing were bent and the yoke on the head section was also bent. The customer declined to purchase new parts to repair the bed. The customer stated they straightened the head straps and the yoke on the head section to resolve the problem.